Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump was received with no damage to battery cap. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's son reported via phone call that the insulin pump had a blank display. The customer's son reported that the insulin pump was dropped and had a cracked screen. The customer's blood glucose was unknown at the time of incident. The customer's son was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.